Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined."no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/09/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test and failed. Performed share log review and a loss of connection was found within the investigation window. The reported event of a loss of connection was confirmed. The complaint was confirmed because there is an indication of connection issues and a probable root cause is a defective transmitter.